Event description:
A materials manager reported that a dull knife was experienced during a procedure. The knife was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has not been returned for eval; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. A root cause has not been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).